Event description:
Stapler misfired. The second firing of the stapler malfunctioned. The stapler did not fire in the usual manner. This created a large hole in the junction of the stomach. The hole was closed with suture. The surgery had to be converted from gastric sleeve to a gastric rouxney gastric bypass. This surgery was more extensive and more costly.